Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The clinician questioned why the implantable pulse generator (ipg) was giving a longer estimated battery longevity when the battery voltage had decreased from the prior estimate. A replacement procedure was to be considered in the future and the ipg remains in use. No patient complications have been reported as a result of this event.